Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date on (B)(6) 2012, inratio inr: 2.1, lab inr: 4.68. The time between testing was 20 minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.